Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2008 essure (fallopian tube occlusion insert) was placed. The consumer reported painful placement and bleedings during insertion which lasted for 4 months. On an unspecified date she experienced pain in pelvis, rash, pain during menstruation, pain in abdomen, lower back pain, arthralgia, depressive feelings, mood swings, and worse immune system. She had work-related problems and unspecified problems with movements. On an unspecified date she contacted her physician and had an appointment with a gynecologist. She also had echography performed; however the results were not provided. Essure removal was planned. Company causality comment:this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis and bleedings during insertion which lasted for 4 months (interpreted as genital bleeding). Essure removal was planned. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. In the present case, limited information was provided. Consumer's concomitant conditions and medical history were not reported. The exact temporal relationship between the event pain in pelvis and essure insertion was not specified. Despite the lack of detailed information for a comprehensive causality assessment, given the nature of the event pain in pelvis, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Event bleedings during insertion was also regarded as related to essure given its nature and positive temporal relationship. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 20-sep-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1572 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis and bleedings during insertion which lasted for 4 months (interpreted as genital bleeding). Essure removal was planned. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. In the present case, limited information was provided. Consumer's concomitant conditions and medical history were not reported. The exact temporal relationship between the event pain in pelvis and essure insertion was not specified. Despite the lack of detailed information for a comprehensive causality assessment, given the nature of the event pain in pelvis, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Event bleedings during insertion was also regarded as related to essure given its nature and positive temporal relationship. Non-serious events were also reported. This case was regarded as incident since device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.